Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose with blood glucose of 515 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer mentioned loss of communication between the transmitter and the pump that was resolved. The insulin pump will not be returned for analysis.